Manufacturer narrative:
Testing of the archival sample was conducted on 2018-03-09 for compliance with the parameters established in product specifications zn-2014/htl- 810.02, rev. 14. No deviations were observed in the archival sample which could cause the defect under complaint. Htl is not in possession of levemir flextouch pen which was indicated by the patient. Testing was conducted on tresiba flex touch (prefilled pen). The devices only differ in the type of insulin. A pen needle was attached onto the pen injector, (B)(4) units were set and injection was simulated. After the test, the preset dose of insulin flow was observed and the device returned to 0 setting. The test was conducted on 10 pen needles under complaint. Correct fluid flow was observed for each pen needle. The sample under complaint from customer was returned on 2018-03-15. Testing of (B)(4) pen needles from the shelf box was conducted on (B)(6) 2018 for compliance with the parameters established in product specifications zn-2014/htl- 810.02, rev. 14. No deviations were observed in the sample which could cause the defect under complaint. The product meets the requirements of specifications. Additional tests: additional tests were conducted on the 23 complete pen needles packed in a zip bag. The aim of the test was to simulate an injection made by the patient. Pen needle lot x46zm6, returned from the customer was attached to tresiba flex touch pen, (B)(4) units were set and an injection was simulated. No deviations were observed in any of the 23 tests. After the test, the preset dose of insulin flow was observed and the device returned to 0 setting.

Event description:
Mr.(B)(6) is a veteran and gets his supplies from the va. He was switched from easytouch to droplet, same size. He started using droplet and started having trouble dispensing the full dose. He has been a diabetic for the last 7 years. He slightly pinches up and dispenses the pen. It stops when he has about 4 units left. With the issues, mr. (B)(6) had his wife, a nurse, try to inject him and she had the same issues.